Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had corroded keypad traces. No button error alarm during testing. The insulin pump received with broken belt clip slot and cracked reservoir tube lip noted.

Event description:
Customer's mother reported via phone call that customer received a button error alarm. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.